Event description:
When ablation was completed device was difficult to remove from the patient's cervix because it would not retract as it is suppose to. Even after the device was removed the doctor tried to get it to retract and it would not.